Manufacturer narrative:
(B)(4). Batch # u5em5w. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60d reload present. The reload was received unfired and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. And the damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during the video-assisted thoracoscopic segmentectomy surgery, could not fire on the 1st firing. Checked the sled¿s position, it is lockout issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.